Event description:
This report is from a market study indicating that the pt underwent an endovascular procedure for the target lesion in the right internal to common carotid artery. There was no calcification or vessel tortuosity, the rate of stenosis was 84%. The pt's medical history consisted of asymptomatic carotid artery stenosis, hypertension , and kidney disease with dialysis treatment. The angioguard xp delivery and the stent placement were successful. Pre-dilatation (4mm/4atm, brand unk) and post-dilatation (4.5mm/10atm, brand unk) were successful. After the stent placement at the procedure, the pt developed a hypotension. The blood pressure value at pre-procedure was 176/71 mmhg and at post-procedure was 105/42mmhg. Noradrenaline and dopamin hydrochloride were administered and he recovered 5 days later. According to the physician, this was likely occurred due to carotid sinus reflex by the stent placement. There was no neurological symptom on the pt and he is out of the hospital now. Additional info indicated that the vessel size were the angioguard was deployed was 4.03mm, and no time during the procedure, spasm noticed at the site. Heparin was given the day of the procedure. The pt has been on medications of aspirin, cilostazol (stopped in 2009), amlodipine besilate, telmisartan since before the procedure up until now. The act during the procedure was 292 per second. No further information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13393574 revealed no anomalies during the manufacturing and inspection precesses that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 13393574. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Clinical research has revealed that 40% of pts undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This is one of two products involved with this adverse event, which is associated with mfg report #1016427-2009-00195.